Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article, radical neoplasm resection and immediate abdominal wall reconstruction are appropriate for patients with aggressive neoplasm in the lower abdominal wall.

Event description:
We received an article titled "radical tumor excision and immediate abdominal wall reconstruction in patients with aggressive neoplasm compromised full thickness lower abdominal wall". The study was to evaluate a compound reconstructive procedure to repair giant full thickness defect after extensive resection of aggressive neoplasm in the lower abdominal wall. Per the article adverse event was incisional infection requiring skin graft.